Manufacturer narrative:
Additional information was added to h6 and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during patient infusion. The device was filled with flucloxacillin 8000mg in 230ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.